Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures,¿ explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transcatheter aortic valve implantation(tavi) due to a severe aortic insufficiency. The procedure went well but the patient suffered hemorrhagic stroke post operatively and passed away. Anticoagulation warfarin was paused due to the tavi procedure but they received low molecular weight heparin (lmwh). The patient suffered a hemorrhagic stroke the same day as the tavi. It was unclear why or what happened. The death was not considered to be device related and the device reportedly operated as expected.